Event description:
Incident occurred in hosp delivery area. After the pt delivered the newborn had a problem breathing. When nurse attempted to select oxygen via flow selector valve no oxygen flowed to manually ventilate newborn. The hosp reported that the newborn required mouth to mouth resuscitation.